Manufacturer narrative:
Patient identifier did not contain enough spaces for entire ID. (B)(6). This report is being filed on an international product, list 6a52, that has a similar us product distributed in the us, list 6d18. The customer switched to the roche cobas test system and each donor, that is (B)(6) on the new system, which was also tested (B)(6) with abbott prism instrument, is further evaluated with further test systems to confirm the correct result. Therefore, the samples are sent for confirmatory for testing. The abbott prism instrument the customer used (serial (B)(4)) was deinstalled on (B)(6) 2015. All lot numbers the customer could have used before (B)(6) 2015 are now expired. All lot numbers the customer used for testing of these donor samples have already expired and therefore no testing of the lot can be performed. The abbott prism instrument (serial (B)(4)) was reviewed. The review identified that the abbott prism instrument was performing acceptably. A review of labeling concluded that the issue is sufficiently addressed. The evaluation identified no nonconformance and no indication of a potential problem which requires corrective or preventative actions for prism hcv assay. Taken together, a systemic issue and/or product deficiency was not identified.

Event description:
On 02mar2018, a user report was received from the account to the competent authority regarding a (B)(6) prism hcv result on a blood donor from 2013. This report was received post de-installation of the abbott prism analyzer at the account. The user report stated sample (B)(6) generated (B)(6) roche cobas anti-hcv results (B)(6) when initially tested on (B)(6) 2018. The sample was sent to a reference lab for confirmatory testing generating immunoblot questionable results. During retrospective investigation performed by the account, archived sample (B)(6) (donation of (B)(6) 2013) from the same affected blood donor was pulled from the archive and sent to the reference lab on 02feb2018 for confirmatory testing generating an (B)(6) result. This sample generated (B)(6) results when tested on both, abbott prism hcv and nat system (pool of 24 samples) on (B)(6) 2013. Blood products (erythrocytes, platelets, cryoprecipitate) from the donation on (B)(6) 2013, as well as older donations, were provided to the health care providers. No information regarding the use or disposal of the blood products was provided. No specific donor information was provided.

Manufacturer narrative:
Section date received by manufacturer on the initial report stated 03feb2018 was incorrect. The correct date on the initial report should have been 02mar2018.